Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer stated for the last 5 days, she has been experiencing high blood glucose levels along with ketones that put her blood glucose to over 400 mg/dl. The customer stated "I have to talk to my doctor and will call back."